Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported a white dot artifact in the middle of images acquired utilizing a brilliance 64 CT system. A philips field service engineer (fse) confirmed this issue did not occur during a patient procedure and that there was no harm to a patient, operator, or bystander. The fse confirmed that the artifact was recognized on images from an air calibration. The fse could not determine if the white dot artifact appeared on all images or in the same spot. The fse evaluated the untitled data measurement system (udms) and the logs and determined errors in the rotor communication (rcomm) led to the artifacts. The fse reseated the rcomm board, reloaded software to the rcomm, and recalibrated the system to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, (B)(6), reported that when performing air calibrations on their philips brilliance 64-slice CT system, the first image exhibited center white dot and ring artifacts. This complaint documents the white dot artifact allegation. A subsequent complaint documents the ring artifact allegation. The customer confirmed that the issue did not result in harm to a patient, operator, or bystander. There was no report of misinterpretation or mistreatment of a patient associated with the issue. A philips field service engineer (fse) attended the site and evaluated the system. The fse confirmed that the customer actually experienced ring artifacts and bullseye artifacts. The images did not, in fact, exhibit center white dot artifacts. The fse evaluated the error logs and found errors related to the rotor communication (rcom) board. The fse cleaned the contacts of the (B)(4) board, reseated the (B)(4), and re-flashed the (B)(4) software to resolve the issue. The fse did not provide the error logs, raw data, or digital imaging and communications in medicine (dicom) images for further evaluation. As the error logs, raw data, or dicom images were not provided for further analysis, CT engineering was unable to determine the cause of this issue. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: the system shall allow the user to retrospectively select the reconstruction mode of raw datasets available on the system, independent of the prospectively selected reconstruction. Daily and monthly image quality checks by operator in instruction for use. IFU shall include a note that the operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. Instruction in IFU to perform air calibration. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. User documentation shall warn the user regarding filter CT# shift.